Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an cataract surgery with an intraocular lens (iol) implantation, the physician experienced an unusual feeling upon advancement. When the iol delivered inside the eye he noticed a tear on the optic edge towards the center near the haptic. The iol was removed and replaced with another iol. The patient is well. No harm. The procedure was completed. Additional information has been requested. There are two medical device reports associated with this event. This report is for the cartridge.

Manufacturer narrative:
Evaluation summary: the cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge has no evidence of placement into the indicated handpiece. The cartridge may not have been fully seated in the handpiece. No cartridge damage or abnormalities were observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. The associated cartridge and handpiece are qualified. The indicated viscoelastic is not qualified for the lens/cartridge combination used. The root cause for the reported lens edge damage may be related to a failure to follow the directions for use (dfu). The cartridge did not have evidence it was fully seated in the handpiece as described in the dfu. Inadequate viscoelastic was also observed. No cartridge damage or abnormalities were observed. The manufacturer internal reference number is: (B)(4).